Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose levels were 537 mg/dl and 475 mg/dl. The customer was treated with bolus. The customer reported that they were peeing a lot as a symptom of high blood glucose level. Troubleshooting was performed and customer was advised to turn the auto mode off and to wait for blood glucose to normalize prior to trying to calibrate again. The insulin pump will not be returned for analysis.